Event description:
It was reported by customer that unit gave a catheter restriction error. The technician found the catheter restriction error code in the logs and reproduce the error code with his catheter by pinching the catheter while testing. Completed full calibration, safety, and functionality checks which passed per manufacturer specifications. I could not find an issue with this machine. Unit returned to customer or use.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.